Event description:
It was reported that this right atrial (ra) lead was oversensing cau121949 ventricular events which resulted in inappropriate pacing. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).